Manufacturer narrative:
Findings: the insulin pump was received with pump error alarm indicating no motor movement or negligible movement during rewind due to corroded motor home switch. The insulin pump passed the self test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify no delivery/occlusion alarms due to pump error alarms. The insulin pump was received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the delivery was blocked during priming. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.